Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath (clear) - us was selected for use, went in with faradrive and went across to la with it. Then, noticed more bubbles than normal. Then introduced farawave 31mm catheter and bubbles continued to show. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.